Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly broke at the junction between the plastic screw thread and the flexible sheath. It was further reported that the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly broke at the junction between the plastic screw thread and the flexible sheath. Reportedly, the catheter was repaired using another repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 4.2f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 4.2f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l repair kit catheter was returned for evaluation. Gross visual and microscopic visual evaluation was performed. The catheter hub was received detached from the clamping sleeve. The edges of the inner catheter were noted to be uneven. The surface was noted to be granular. Also five electronic photos were provided for review. The photo shows one s/l repair kit catheter and a complete circumferential break was noted on the catheter and the hub was noted to be completely separated from the clamping sleeve. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.